Event description:
It was reported that the fiber broke and started end firing. A second fiber was tried, but it also broke and forward fired. The procedure was completed with a third fiber which also end fired. There were no patient complications. This complaint refers to the first fiber.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. The glass tip was protruding from the metal cap, indicating a glue failure also occurred. A forward firing test was performed and resulted in an output which was below the threshold for potential patient harm. The reported allegation was not confirmed. It is likely that the fiber was damaged as it was removed from the packaging, as it was inserted into the scope, and/or when burying the tip into tissue during use.

Event description:
It was reported that the fiber broke and started end firing. A second fiber was tried, but it also broke and forward fired. The procedure was completed with a third fiber which also end fired. There were no patient complications. This complaint refers to the first fiber.